Manufacturer narrative:
Sample was collected in plastic bd serum tubes without gel separator and centrifuged for 10 minutes at 3000 rpm. Qc was within the established ranges prior to and after the event. It is not indicated that service was dispatched for this event. A clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding higher than expected bhcg results generated by the unicel dxc 600i synchron access clinical system for one patient. Subsequent testing on the original instrument and a different instrument produced results within a different gestational category that better matched the patient's clinical presentation. The erroneous results were reported outside of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.